Event description:
Information was received indicating that during pre-testing of this smiths medical cadd legacy plus pump, the pump exhibited "low battery" alarm and uncontrollably powered off. No patient consequences were reported. No adverse effects were reported.